Manufacturer narrative:
Abbot diabetes care product quality engineering (pqe) investigated the alarm-3l (missing high or low glucose ) complaint. The serial number of the freestyle libre 2 sensor associated with this complaint is unknown. During investigation of the track and trend review related to alarm-3l cases in (B)(6) 2020 this failure mode was identified and is a known manufacturing issue that impacts libre 2 sensors manufactured at flex buffalo grove (fbg). As the serial number of the sensor associated with this complaint is unknown, pqe is unable to determine if the sensor is impacted by this manufacturing issue. Outside of the known manufacturing issue, the available tripped trend reports for libre 2 sensor and alarm-3l have been reviewed. The review did not identify any additional trends that would indicate a product related issue related to this complaint. The reported product is not expected to be returned as the reporter indicated the device was discarded. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not receiving the low glucose alarms while wearing the adc freestyle libre 2 sensor using librelink. On (B)(6) 2020, as result, the customer experienced sweating and lost consciousness and was unable to treat themselves. Non-hcp contact was made and the customer was provided an injection of glucagon for treatment. There was no report of death or permanent injury associated with this event.